Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and chronic right ventricular (rv) defibrillation lead exhibited low out of range shock impedance measurements less than 20 ohms that resulted in a shorted high voltage shock lead fault message post defibrillation threshold (dft) testing. Boston scientific technical services (ts) discussed the potential of a lead issue and recommended not implanting the device and discussed considering replacement of the lead. The ICD was attempted, but not implanted. Another ICD was implanted and the chronic rv lead remains implanted and in service. The lead configuration was reprogrammed to remove the svc coil and stable shock impedance measurements were observed. No adverse patient effects were reported.